Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during various unknown procedures that several catheters broke at the connection hub and leakage occurred. The malfunction occurred when taking blood for stem cells. The patients had to receive additional anesthesia because of the replacement of the catheters. No additional information regarding the outcome of patients has been provided.

Manufacturer narrative:
Investigation - evaluation : a review of the drawings, documentation, manufacturing instructions, specifications, and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, no product returned and based on the results of our investigation, a definitive root cause could not be determined. Measures have been initiated to address this failure mode. We will continue to monitor for similar complaints.